Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, there was used of an expired product and the system displayed error code 50030 and a system notice indicated that the safety system detected a high level of refrigerant flow and stopped the refrigerant injection. The cables were replaced without resolving the issue, and a system restart did not clear the error. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.